Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection identified that the fiber body was in good condition. Functional test identified that the aiming was bright and distorted, the fiber passed efficiency transmission test. Microscope inspection identified that the connector has debris on its face and light was passing through the connector. Also, it was there were burn marks on the fiber jacket and that the tip was degraded. Please note that fibers are consumable devices and degradation of the fiber is expected to occur through use of the fiber. In addition, it was identified that the fiber tip was broken. The reported allegation of black spots on the fiber was not confirmed.

Event description:
It was reported that during procedure, black spots appeared on the fiber. The procedure was completed using the same fiber. There were no patient complications reported. Analysis of the returned fiber identified that the fiber tip was broken.